Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer just suffered a stroke and is in the hospital. Caller agreed to put the pump back on. Caller stated that there have not been any changes to the customer's blood glucose since she placed the pump on him. Customer's blood glucose was 216 mg/dl at the time of the incident. Customer's current blood glucose was 260 mg/dl. Customer treated with manual injections. Customer has been bolusing for the meals at the hospital. Customer's blood glucose has been high when they place the pump on and has been high ever since. Caller mentioned that the pump has been suspended for about a week. Customer was advised to do a complete set change. Customer was given 10 units of insulin for each meal. Caller stated that she didn't know how to bolus with the pump. Caller stated that she placed the pump on the customer and is letting the basal go through. Caller is letting the hospital staff give the customer manual injections for his meals.